Event description:
It was reported that this pacemaker had some data that required review. Technical services (ts) was consulted and reviewed stored episodes, with some right atrial (ra) undersensing noted. Ts discussed stored episodes as well as programming with the caller, with the device reprogrammed and the undersensing resolved. This pacemaker remains in service. No adverse patient effects were reported.